Event description:
On (B)(6) 2017, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch ultra2 meter read inaccurately high in comparison with results obtained on another device. The complaint was classified based on customer care advocate (cca) documentation and a review of the call recording by medical surveillance. The reporter detailed that the meter issue first occurred on (B)(6) 2017 at 02:05am when the reporter tested the patient¿s blood glucose on the subject meter, however did not specify the result. The patient manages his diabetes with ¿humalog and tresiba¿ insulin and the reporter stated that in response to the result on the subject meter she gave the patient ¿a peanut butter sandwich¿. The reporter stated that this did not alleviate the patient¿s condition and at 3:30am the emergency medical services (ems) were contacted who performed a blood glucose test on an ems meter, which gave a result of ¿23mg/dl¿. A test was performed on the subject meter, within 30 minutes, which gave a result of ¿49mg/dl¿, which the patient felt was inaccurately high. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The reporter stated that at 04:30am on (B)(6) 2017 the patient was treated by the ems with IV glucose, which made him ¿come round¿. The reporter stated that the patient was taken to the hospital and at 06:30am was given a sandwich. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site had been used when testing. The product was replaced and requested for return. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event, and subsequently required medical intervention, after obtaining allegedly inaccurately high results on the subject meter.